Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that the error alarm occurred during a set change. Customer also stated that the insulin pump had recently gone through an airport body scanner. Blood glucose level was 137 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.